Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller speakers not sounding as expected when performing a self-test was not confirmed. The heartmate ii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded that spanned approximately 4 days (B)(6) 2021 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller was able to pass all preliminary and functional testing. The heartmate ii system controller was connected to a mock loop and was able to operate as intended. During further testing the system controller speakers were placed 10 cm away from a sound meter. A self-test was activated on the system controller and the alarms measured over the expected 85 db measurement and the alarms did not sound unusual. The speakers did not have any debris present in them. The reported event was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 07apr2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the controller self test did not sound as expected. The patient noticed this issue as well. The controller was exchanged due to this issue.